Event description:
N/a.

Manufacturer narrative:
The cerelink sensor was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
2 of 2 reports. Other mfg report number: 3014334038-2024-00198. A facility reported a patient went to a scan and returning from scan, the sensor was unable to reconnect. Message: "sensor/cable failure". The cables were replaced; however, the issue persisted; therefore, the sensor was removed. Medical staff was unable to power the monitor off. When power button is pressed the monitor displays shutdown message. The screen goes blank. However, the monitor then just re-boots and powers up by itself. Tried to shutdown the monitor multiple times but the monitor just keeps re-booting. Fault has been corrected before by carrying out this procedure. However, this cannot be done on the ward when corrected to a patient.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.